Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient reported a fluid leak during his peritoneal dialysis (pd) treatment. He confirmed it occurred during dwell phase 1 of 4, and advised the leak was coming from the connection between the patient line and the catheter. The patient reported there was no fluid leak from the cycler itself. The patient cancelled their treatment that night, and did not report any harm, adverse events, or medical intervention as a result of the incident. Additional information was requested, but to date has not been provided.